Event description:
The lay user/patient contacted lifescan on aug. 6, 2007 and alleged that the lancet holder was damaged on her one touch ultrasoft lancing device. This complain was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged issue was first in 2007, at 2:48 pm. She also reported that after the reported issue began, she felt sweaty and lost color in her face, and was groggy. The patient reportedly took no diabetes treatment actions following the results and did not receive/require and medical treatment or intervention. At the time of troubleshooting, it was verified that this was not a new product, it was verified that based on the information provided, there was no misuse of the product. This complaint is reported because the alleged issue was not resolved with troubleshooting and the patient reported that she experienced symptoms after the reported issue began. Replacement products were sent to the lay user/patient.